Event description:
Doctor had deployed stent. Went back in with 4.5 x 18 powersail - inflation performed at 10 atms. Md went to remove balloon and wire together - balloon markers stayed in place. Several attempts to remove.